Event description:
Medtronic had recalled all lot 8 quick sets. I had received the new 9 quick sets that afternoon in the ups mail. I had changed the 8 quick sets that morning to another 8. I had a small stroke that day, was admitted to the hosp for 3 days in 2009. Medtronic said my blood sugar was not high enough to cause harm. Dose or amount: novolog insulin. Frequency: basal rate set plu. Route: sq. Dates of use: 2009. Diagnosis or reason for use: type 2 diabetic. Event reappeared after reintroduction: yes.